Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿stop ---¿ occurred on the rotaflow console during use. The device was exchanged with no consequences for the patient. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and was able to reproduce the reported failure. The mcp00705057#rfc control board kit (article number 701034051) has been replaced. A functional check was performed and the device is back in use. The reported failure was already investigated by the getinge life-cycle-engineering (lce) and the root cause could be determined as a faulty control of the transistors t3 and t6 by the controller ic23 which lead to the reported failure. Based on the investigation results the reported failure "stop --" could be confirmed. The review of the non-conformities was performed on 2023-03-29 and during the period of 2019-09-01 to 2023-03-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2019-09-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿stop ---¿ occurred on the rotaflow console during use. The device was exchanged with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).